Event description:
Narrative from staff: surgeon was drilling the skull on a craniotomy and the end of the drill bit broke. Surgeon and team were aware, still performed surgery for an evacuation of a hematoma and kept looking for that piece that could have been retained in the patient. Physician assistant thought they stepped on an object and the piece of the drill bit was found on the floor. One piece and intact. Looked correct to the piece that broke off the drill bit. X-ray was notified prior to finding the piece and or charge notified. Piece was found before x-ray entered the room. Narrative from operative report: the craniotomy drill bit was noted to fracture but was found on the floor in the operating room and no residual fragments were retained. There were no complications or consequences related to this.